Manufacturer narrative:
Device was not implanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. See MDR report no. 1118880-2018-00065 for a second device with the same product code/lot number combination that was used on the same patient that is being reported in this report.

Event description:
The user facility reported that the needle leaks from the side of the hub during a popliteal arterial access when using the ik device. When it is attached to a syringe the saline squirts out from the side. The procedure outcome was good. The patient was reported to be in good condition. Additional information was received on 7/3/18: the procedure was completed using the device. The doctor discovered the leak while attempting to inject lidocaine through the access needle into the subcutaneous tissue. Additional information was received on 7/17/18: the syringe was a 10ml b&d syringe with lidocaine. The plastic hub of the needle not the needle itself was leaking.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update and provide the completed investigation results. One 21g needle was returned for evaluation. Visual inspection no anomalies. Functional testing was conducted. A syringe full of water was attached to the needle. When the needle was flushed, water sprayed from the hub at an angle. Microscopic images of the hub revealed deformation of the hub. An indentation was present that created a channel for water to spray out of the hub. Terumo is currently investigating the reported event to determine the exact cause.